Event description:
Pt with 7 french double lumen catheter developed difficulty with loose connections. Line was repaired due to loose connection. The line was cultured and found to be positive for klebsiella and pseudomonas.